Manufacturer narrative:
Product event summary: the distal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Noted lead reported as being capped and replaced in 2007 which is prior to the oldest lead diagnostics data on save to disk which dates back to 2014-01-13.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was damaged. The lead was capped and replaced. The lead was subsequently explanted during the patient's implantable cardioverter defibrillator (ICD) change-out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.